Event description:
It was reported that a 6f angio-seal evolution was deployed following a percutaneous coronary intervention (pci). Mins later, the pt complained of nausea, back pain, the urge to urinate and a drop in blood pressure. A CT scan revealed a retroperitoneal bleeding event which required surgical intervention and recovery in the intensive care unit. Nine days later, the pt expired. The pt was taking prescribed anti-coagulant medication.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the user of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) cautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.